Event description:
On (B)(6), it was reported by a sales representative via email that an ar-8925ss syndesmosis tightrope xp suture broke prematurely during tensioning. The implant was removed from the patient. This issue was discovered during a syndesmosis repair procedure on (B)(6). Additional information was received on (B)(6): two ar-8925ss syndesmosis tightrope xp devices experienced premature suture breakage during tensioning. Two additional ar-8925ss devices were opened to complete the procedure, and the procedure continued without further issue. The case was delayed by approximately five minutes to remove the broken tightrope and place a new one. No additional anesthesia was required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information